Event description:
A technician reported that during a procedure, the knob stuck on the gas cylinder. This resulted in a twenty five minute delay in the surgical procedure while a back up tank could be attached to be used. There was no impact to the patient as a result of the delay. No further information is expected.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).